Event description:
Customer reported that an endoscopic cutter was used during an open surgical procedure on the esophagus. After the device was fired it would not release from the tissue. The surgeon excised the device from the tissue and pt experienced a small tear of the esophagus. Customer reported that the rest of the procedure was completed with suturing and there was no consequence to the pt.